Manufacturer narrative:
Device analysis summary: visual analysis of the device indicates no defect observed.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra xc, the physician changed needles from within the package, and when they placed the second needle on the syringe, the needle disengaged and shot across the room and filler was lost. No injury to the patient or injector.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra xc, the physician changed needles from within the package, and when they placed the second needle on the syringe, the needle disengaged and shot across the room and filler was lost. No injury to the patient or injector.